Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump's screen was very hard to read. The screen was very scratched but part of it seemed white or as if it partly went out. Customer's blood glucose level was not reported. The device was not returned.